Event description:
The target lesion was the mid left anterior descending (lad), the vessel was de novo, eccentric and calcified lesion. Pre-dilation with a 3.0 x 28 mm balloon was conducted at 10 atm for 20 seconds. Then a 3.0 x 28 mm cypher stent was implanted at 18 atm for 20 seconds. Post dilation was conducted with a 3.5 x 15 mm balloon at 20 atm for 20 seconds. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure . Act was not measured. Almost three yrs later, the pt complained of chest pain with acute myocardial infarction (mi). Angiography was conducted and thrombus was observed inside the implanted cypher to the proximal lad. To treat the thrombus, aspiration and pre-dilatation was conducted with a 3.5 x 15 mm balloon at 12 atm. Then a 3.5 x 18 mm cypher stent was implanted overlapping the previously implanted cypher at 16 atm. Ivus was conducted and to obtain a full-apposition of the stent, post-dilation with a 4 mm balloon was conducted. A week later the pt still had an im. His condition became settled and was discharged from the hosp. Physician indicated that the possible cause of the thrombotic event was because the calcification at the proximal edge of the previously implanted cypher appeared to be advanced and ruptured.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states produce. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.